Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms, beeping, or black circle on the lcd display noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone, the insulin pump had alarmed button error and customer was unable to clear it. Customer didn't recall if the insulin pump was exposed to moisture or have been hit. Customer removed the battery for 30 minutes and call back and stated the device continued to alarm button error. Customer was advised the device need to be replaced. Customer's blood glucose was 185 mg/dl. The device is being returned for analysis.